Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an ambicor penile prosthesis (app). The app was explanted and a new tactra penile prosthesis was implanted. Additional information was reported that the device was no longer functioning.